Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose was 520 mg/dl and 117 mg/dl. The customer reported that they had no delivery. The customer declined troubleshooting for high blood glucose and no delivery. The customer was advised to return the sensor. The sensor will be and insulin pump will not be returned for analysis.

Manufacturer narrative:
Concomitant products were added to section.